Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the system was damaged due to patient having an MRI in (B)(6) 2023 without enabling MRI mode.